Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored episodes where this patient experienced ventricular fibrillation (vf). Technical services (ts) reviewed device episode data and found that anti-tachycardia pacing (atp) delivered by this device had accelerated the rhythm. Shocks were appropriately delivered by this crt-d to convert the rhythm. No additional adverse patient effects were reported. Currently, this crt-d remains in service.